Event description:
The manufacturer received information that a trilogy evo failed flow verification testing. No patient harm or injury were reported. The device has been returned to a third-party service center for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.